Event description:
During esophagogastroduodenoscopy (egd), while physician was using the snare, the outer sheath popped apart. A new snare was obtained and the procedure was completed without difficulty. No patient injury. Manufacturer response for snare, sensation short throw 13mm (per site reporter): boston scientific endoscopy complaint call center notified. Arrangements made to send product to manufacturer for investigation.